Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation/ 1 implant ruptured fallopian tube') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lack of libido, anemia, multigravida, parity 2, ectopic pregnancy, spontaneous abortion, umbilical hernia repair, food allergy, bacterial vaginosis and painful intercourse. On (B)(6) 2017- the tests for trichomonas and yeast were negative. Her total testosterone was 49 and her free testosterone was 1.1. Previously administered products included for an unreported indication: yasmin, testosterone, loestrin and folic acid. Concurrent conditions included testosterone abnormal, pustular acne, subcutaneous nodule, costochondritis, breast pain, female sexual dysfunction, chest tenderness, relationship breakdown, menorrhagia, dysmenorrhea, umbilical herniorrhaphy, spotting vaginal, vaginal discharge, trichomoniasis, left lower quadrant pain, cesarean section, numbness, low back pain, hot flashes, night sweats, vaginal dryness, mood swings, menstruation frequent, menstruation abnormal, somnolence, headache, prophylaxis of nausea and vomiting, adhesion, follicular cyst of ovary, paratubal cyst, menopausal symptoms, multiparous and cervicitis. Concomitant products included naproxen sodium (anaprox) for chest tenderness as well as ibuprofen, medroxyprogesterone acetate (depo-provera), metronidazole (flagyl) since (B)(6) 2017, morphine, nsaids, pethidine hydrochloride (demerol) and sertraline hydrochloride (zoloft). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal pain"), infection ("infection"), tooth disorder ("dental issues"), fatigue ("fatigue"), migraine ("migraines") and pelvic pain ("pain"). The patient was treated with surgery ((total laparoscopic hysterectomy with bilateral salpino-oophorectomy) and endometrial ablation on 2007.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, infection, tooth disorder, fatigue, migraine and pelvic pain outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, fatigue, genital haemorrhage, infection, migraine, pelvic pain and tooth disorder to be related to essure (ess205). The reporter commented: right- 3 coils protruding from the os, left- 3 coils protruding from the os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: complete occlusion of each fallopian tube. Pathology test - on (B)(6) 2017: benign secretory-type endometrium with stromal breakdown. Negative for hyperplasia. Negative for significant cytologic atypia. Ultrasound scan vagina - on (B)(6) 2017: bilateral functional cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.